Event description:
It was reported that the surgeon was performing a hysteroscopic myomectomy with the versapoint resectoscopic system resectoscope. A manual fluid management was being utilized and the surgeon noted that the irrigant bag ran dry in the middle of the procedure. After reaching the myometrium by resecting, there was an abrupt drop in end-tidal co2 that lasted several minutes. No aggressive interventions were performed. The anesthesiologist diagnosed an air embolism. The procedure was completed within 15-20 minutes without further complications. There was a large venous sinus noted. The pt was kept in the hosp overnight for observation and remained stable. No excessive fluid deficit was noted. The pt was not in trendelenberg position, but laying flat using general inhalational anesthesia and anti-embolism compressive stockings.